Event description:
Customer reported that during treatment mode, the touch screen became unresponsive on the status screen. The exact time of the screen freeze is unknown. According to the user, no event triggered this issue. Once the screen froze, the user was able to reboot the machine by turning the power off and then back on and then resuming the treatment. However, once rebooted, the prismaflex machine generated "syringe not loaded" alarms. The user then selected deactivate syringe by error, making the use of the heparin syringe impossible for the duration of the treatment. There was no blood loss or other clinical consequences for the patient as a result of the reported event.

Manufacturer narrative:
Additional manufacturer narrative: the manufacturer has reviewed the treatment data files related to the reported event. The reported frozen screen could not be confirmed.